Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was 99% stenosed. A 2.0 x 12 trek rx was advanced for pre-dilatation. The balloon ruptured during the first inflation at 12 atmospheres. The patient was treated with another trek rx balloon and the procedure was completed after stenting. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.